Event description:
It was reported during implant procedure that the right ventricular lead did not allow the stylet to advance and exhibited a failure to sense. A helix issue was suspected. The lead was successfully exchanged. There were no patient consequences.